Manufacturer narrative:
The following sections have been updated: (B)(4). UDI not available. PMA/510(k) number not available.

Event description:
It was reported that the screw fractured, it could not be removed. Loss of chewing function was also reported. A new implant was placed to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One impl tapered sp 3.7mm 14m m hexagon, spmb14 was returned for investigation. Visual inspection of the product revealed fractured screw inside the implant. The implant had damage likely due to the removal process. Device history record (DHR) review could not be completed for the unknown zimmer screw or abutment since the lot number was unknown. Complaint history review could not be performed for the unknown zimmer screw or abutment since the item/lot numbers were not available. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information is available at the time of this report.